Event description:
Account reported that system powers on, then right before the warm-up it, shuts down with no error messages. The customer attempted troubleshooting but no changes were observed. No patient was involved in the event.

Manufacturer narrative:
Field service specialist visited the account and found charred and arced power cable. The a/c (alternate current) receptacle as well as the switching power supply's fail to output +5, 12 and 15 volts. He replaced the power cable, receptacle, and switching power supply. Equipment meets amo specification all pertinent information available to abbott medical optics has been submitted. Placeholder.